Event description:
It was reported that a 4l oxygen barrier bag had a small tear along the top edge, as though it had been snipped with scissors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a 4l oxygen barrier bag was damaged. There was no patient involvement. No additional information is available. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing identified a leak through a pin hole on one side of the bag. This confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.